Event description:
It was reported that on 29 april 2024 the patient noticed blisters, itchy, raw skin that hurts. The patient did not use any over the counter (otc) treatments. The patient did report that they had pre-existing skin sensitivities. The patient was taking a break in service and was going to switch to leadwire adapter (lwa). On (B)(6) 2024 the patient followed up and reported that they cleaned their skin using soapy water, alcohol pads and then cleaned again with warm soapy water and dried. The patient was also given a prescription for triamcinolone.

Manufacturer narrative:
It was reported that patient experienced blisters, itchiness and raw skin due to the universal patch. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through images of patient skin irritation attached to this case or a prescription from a medical professional and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.